Event description:
It was reported that the site's handheld screen was freezing during the software upgrade. Reporter indicated that he could not get the "device working without doing the interrogation several times." The handheld was returned to manufacturer for analysis. Product analysis of the handheld is pending. Attempts have been made to obtain further information and to obtain the 7.1 software flashcard.